Event description:
Pt brought emergently to the cath lab from the ccu for balloon pump failure. Balloon pump had been placed in pt around 0900 earlier that day without incident and good pressures. Console began alarming in the ccu and despite several efforts to resolve, pt was emergently brought to the lab (roughly 2030) where it was determined that the 40cc balloon that had been placed earlier was folded over (verified by fluoro) and no longer functioning properly. Attempt to wire and straighten balloon unsuccessfully. Balloon and sheath had to be pulled simultaneously in order to remove balloon due to inability to have balloon fit through the sheath. New 40cc balloon inserted and functioning prior to pt returning to the ccu. Reason for use: pre CABG placement.